Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The c-flex aspheric 970c iol was explanted and exchanged for a back-up iol. Rayner has contacted the healthcare facility to obtain additional details on the surgery session in order to gain information and understanding on the events leading to the lens tear and its subsequent removal. To date, no further information has been received. Without the ability to examine the device and without clear event details being provided a root cause is extremely difficult to ascertain. Our review of production records for the c-flex aspheric 970c iol batch 073e46979 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (july 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 073e46979.

Event description:
Rayner intraocular lenses limited received notification from the u.s. Distributor that they had received a report from a u.s. Healthcare facility regarding an event that had occurred during use of a c-flex aspheric 970c intraocular lens (iol). The event description provided to rayner states that the lens tore during insertion.